Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood on the shaft and in the inflation lumen and in the balloon, consistent with a leak or rupture while in the anatomy. There was contrast on the shaft and in the inflation lumen. The balloon was returned loosely folded, consistent with being inflated. There was a longitudinal rupture in the balloon for a length of 21 mm distal to the proximal balloon marker. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) analysis results suggest that the balloon material failure may be attributed to mechanical damage to the outer surface. In this case, the balloon rupture is likely due to interaction with the lesion site, which was described as heavily calcified. If the balloon experiences mechanical damage during the procedure, such as interaction with calcification, this may cause the balloon material to become damaged and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In this case, the reported balloon rupture appears to be related to interaction with the calcified lesion. There is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the superficial femoral artery with heavy calcification. The armada balloon was used for pre-dilatation, but the balloon ruptured during the second inflation. As the site does not use an inflation device with a manometer, it is unknown at what pressure the balloon ruptured. No resistance was noted during advancement or retraction of the armada catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.